Event description:
It was further reported that the target lesion #1, located in mid lad was attempted to be pre-dilated. However, balloon rupture was noted at pre-dilatation (the details of the balloon is not known). As pre-dilatation failed, rotablation with 1.25 mm burr and rotolink extra support wire was performed. Post rotablation, no reflow was noted which was treated with balloon angioplasty. Site has confirmed there was no device deficiency noted.

Event description:
Same case as MDR ID 2134265-2013-07669. It was further reported that the event term has been updated to distal stent edge dissection to mid lad. Baseline core lab angiography was performed which revealed 20% side branch stenosis at the second diagonal. Post procedural angiography revealed 80% branch percentage stenosis in acute marginal.

Event description:
(B)(4) study. It was reported that during a coronary stenting treatment procedure, vessel dissection and peri procedural myocardial infarction occurred. In (B)(6) 2013 the subject presented with stable angina (ccs classification: 4) and cardiac catheterization was recommended. Target lesion #1 was located in the mid lad with 99% stenosis and was 24 mm long with a reference vessel diameter of 2.5 mm. The target lesion #1 was treated with pre-dilatation and placement of 2.50 x 28 mm study stent. Following stent deployment, a grade a dissection was noted distal to the target lesion, treated with placement of a 2.25 x 8 mm bailout stent. Following post-dilatation, residual stenosis was 0%. Post- procedure timi 3 flow was noted with 0% residual stenosis. During index procedure, subject developed an event of peri-procedural mi. Cardiac enzymes were noted to be elevated meeting universal definition of mi (peak troponin I: 0.42 mcg/l; uln: 0.04 mcg/l). No action was taken in response to the event. No additional information is available at this time and will be reported when available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).